Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient ipg was inoperable. As a result the ipg was explanted and replaced, therapy restored post- op.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain complete event information. Correction: the statement about low battery warning should have been added to the initial report, which is added to this report . Correction: device code should have been "wireless communication problem" rather than "premature elective replacement indicator".

Event description:
It was also reported that patient said ipg had been inoperable for approximately 3 months and that prior to that, the low battery warning was observed.